Manufacturer narrative:
Citation: rastan aj et al. Bovine jugular vein conduit for right ventricular outflow tract reconstruction: evaluation of risk factors for mid-term outcome. Ann thorac surg. 2006 oct;82(4):1308-15. Doi: 10.1016/j.athoracsur.2006.04.071. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding risk factors and mid-term outcomes for right ventricular outflow tract (rvot) reconstruction with bovine jugular vein conduits. All data were collected from a single center between may 2000 and august 2005. The study population included 72 patients (predominantly male; mean age 9 years; mean weight of 25 kg), with 78 medtronic contegra valved conduits implanted in the 72 patients (no serial numbers provided). Among all patients, two deaths occurred. One death occurred nine months post implant due to persistent severe pulmonary hypertension and the second death occurred 15 months post implant due to recurrent fungal septicemia. Based on the available information, medtronic was not directly associated with the deaths. Among all patients, adverse events in which medtronic product may have been associated included: surgical re-exploration due to bleeding, phrenic nerve palsy, and post-operative chylothorax. Adverse events in which medtronic product was directly associated included: conduit dilation resulting in aneurysmal formation, severe pulmonary insufficiency, elevated gradients, stenosis at the distal anastomosis, percutaneous coronary intervention, percutaneous rvot reintervention, and conduit replacement. It was noted that microscopic examination of three explanted conduits revealed intimal peel formation, not related to the suture line. This resulted in an annular membrane formed by fibrous tissue covered with granulation tissue. No additional adverse patient effects or product performance issues were reported.